Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 22k13ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in france: "overinfusion" according to the cusomer: "the diffuser was filled with 120ml of saline, for a duration of 12 hours. However, the diffuser passed in 5 hours. The next day, the patient was instructed not to cover the diffuser, and not to stay near a heat source. Similarly, the diffuser was used for 6 hours instead of 12. No patient consequence defective diffuser not available".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.